Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On wednesday, august 25th, while broach the right hip of a patient using kincise, the surgeon experienced difficulty loading a sz 7 actis broach into the adapter of the kincise unit. Actis broaches szs starter - 6 fit on the adapter without incident. But when he went to use the sz 7 broach he had difficulty getting it to seat all the way into the direct anterior kincise adapter. Rep then instructed scrub tech to get second straight direct anterior adapter out of kincise tray to see if it made a difference and it did not; the sz 7 broach would seat of the second adapter as well. Reps later inspected the sz 7 broach and it appears the groove in the proximal broach that the adapter projection fits into is too tight. We check both adapters with the sz 7 broach and found it to be the case. We checked the sz 6 and sz 8 actis broaches with both adapters and they fit find. The time delay was one minute as the surgeon forced the broach onto the adapter and broached with it using kincise. He then had to mallet it off the adapter. There were no adverse effects to the patient.